Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material adhering in the air/water nozzle and was not sufficiently removed which caused clogging. Since details of device handling information was unavailable, it was not possible to further presume the cause of the event. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal protruding, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. Water tightness was also lost due to deformation of the up/down knob. The adhesive on the bending section rubber had a chip and a crack. It was also noted that the water removal ability did not meet standard value due to clogging of the nozzle. The scope connector was dirty due to water leakage. There were scratches observed throughout the device. The light guide lens was cracked and the plastic distal end cover had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had reduced angulation and variable stiffness. Upon inspection and testing of the returned device, it was noted that the nozzle was clogged with foreign matter due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.